Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that a cartridge alarm occurred. Reportedly, customer had reused the cartridge. The customer reloaded the cartridge and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.